Manufacturer narrative:
The surgeon was using the blade to shave tissue off of the bone during a total knee procedure. The blade broke and the pieces were retrieved from the surgical site. The contact at the facility did not know when the incident occurred. The sample was not retained for evaluation and no lot number was reported. There are two blades in this custom procedural pack. One is a reinforced blade and the other is not. The blade that broke was reported to be the non reinforced blade. There was no injury or need for further medical/surgical intervention as a result of the incident. A root cause has not been determined.

Event description:
The blade broke during use and was retrieved from the surgical site.